Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: on 07/19/2023 there was the penultimate program. The user has programmed a new infusion volume of 1000ml. Flow rate that was already in use: 41.61ml/h. Resulting time: 24h00min. Programmed volume: 1000ml. Infusion time: 4h10min08. Infused volume: 158.36ml. On 07/18/2023 there was also a schedule, but in this the user informed the flow, volume and time. The user has programmed a new infusion volume of 1000ml. Programmed flow: 41.61ml/h. Programmed time: 24h00min. Programmed volume: 1000ml. Infusion time: 24h21min40. Infused volume: 1000.42ml. The user declared that the infusion time was longer than the programmed 4 hours. In the infusions carried out on august 19th and 20th, it was the user's decision to stop the infusion before the scheduled time. In the infusion on august 18th, the infusion was carried out as scheduled and the time was 21 minutes and 40 seconds longer, because there were stops made by the user that may be necessary during any infusion. On 07/20/2023 there was no infusion schedule. The last infusion scheduled on the equipment was on 07/21/2023. The user has programmed a new infusion volume of 1000ml. Flow rate that was already in use: 41.61ml/h. Resulting time: 24h00min. Programmed volume: 1000ml. Infusion time: 6h31min48. Infused volume: 265.52ml. To verify the performance of the equipment, we perform a functional test using the information provided by the user. Scheduled time: 24 hours. Programmed flow: 41.61ml/h. Programmed volume: 1000ml (approximately). Infused volume: 980ml. Error: -2.0%. Infusion time: 24h00min57 error: +0.7%. Result: approved. There is no evidence of infusion error in the history of equipment use. The result of the functional test indicates that the equipment is working according to the accuracy specified for it. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion". According to the customer: "during the infusion, the equipment took 4hrs longer to finish the infusion referring to the scheduled time." "Patient identified that the medication did not end at the scheduled time. Reported to team nursing. Nursing team carried out reprogramming to end the medication" "patient did not suffer any harm".

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.